Event description:
It was reported that this right ventricular (rv) lead presented noisy signals and impedance issues out of range, so it was capped and surgically abandoned. No additional adverse patient effects were reported.